Event description:
The customer reported that the instrument jaws were on tissue and could not be reopened. The surgeon managed to remove the instrument manually, however some tissue became damaged. The surgeon used a second device to end the procedure and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been seen received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.